Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed a pneumothorax following the implant procedure. Additional information obtained revealed the perforation was created during the initial puncture to obtain access during implant.